Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler larmed for air detected in the cassette during dwell 1. Treatment was discontinued. When the cassette was removed fluid was found to be leaking into the cassette area and dripping to underneath the cycler. The cassette was checked and no visible defect was noted. The cassette was discarded. The patient contact was advised to contact the patient's nurse. During follow up the patient's nurse reported there was no adverse event associated with the leak. The patient was not prescribed any antibiotics.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.